Event description:
A malfunction alarm was reported with the code malf 0. There was no reported adverse impact to the customer's blood glucose level. Customer was assisted by technical support to reset the pump, and the malfunction did not recur. Customer was advised to continue using the pump and to contact support if the issue recurs.